Manufacturer narrative:
(B)(4). The device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
The patient was revised to address tibial loosening at the bone to cement interface.